Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One scr replace friction-fit gold & ti abut int hex (mhlas) was returned for inspection as part of this complaint. Visual evaluation of the returned device notes that the screw is moderately worn from use with some debris attachment. The reported event could not be recreated due to the nature of the dental device and event (loosening). Device history record (DHR) review was completed for the subject lot number 2018120974. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018120974) for similar event and 1 other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the abutment screw was removed due to loosening.